Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-03810. Related manufacturer reference number: 1627487-2021-16101. It was reported that the patient experienced ineffective therapy due to flipping the ipg in the pocket which caused the extensions to become twisted up. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the ipg and extensions were explanted and replaced. The pocket site was also relocated during this procedure. Issue resolved.